Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. Additional info has been requested. Should additional info become available, a follow-up report will be submitted.

Event description:
Complainant reported that irrigation port 'snapped off' of the device. The complainant further reported that the irrigation port became detached between (B)(6) 2015. The complainant also reported that the device was replaced.